Event description:
A customer contacted baxter to report that the spike had bent while it was being connected to a yume set using a clean flash device. The set had been used for 40 days. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with no cap on spike and no cap on patient connector in reference to damaged. The set was visually inspected and noted that the tip of the spike was bent inward and base of spike bent backwards. No other visual defects were noted. This complaint was confirmed in the lab to have a bent spike tip. The cause of this bend was determined to be related to a spike assist device (clean flash), as the defect was observed directly after clean flash usage. Baxter will continue to monitor similar reports to determine if further actions are required.